Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a fiber optic failure. There was no patient injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed single error code 43 entry in log files. Error did not persist. Unable to duplicate fiber optic error during testing. Device passed functional and safety tests according to factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a